Event description:
N/a.

Manufacturer narrative:
The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. No service history for the device under review. The complaint was verified as valid. The cause was due to a hose in the handpiece socket out of mounting position. Therefore generating intermittent cooling water alarm.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A field technician reported on a behalf of the customer that the pipe in the handpiece socket of the cusaexcel9 console became loose, therefore a cooling water alarm occurred on (B)(6) 2019. The issue was detected during surgery, which increased surgery time by about 30 minutes. Surgery was completed with a second cusa device.